Manufacturer narrative:
A supplemental report is being submitted upon closure of the investigation, due to the discovery of an accidentally omitted code, though it was represented within the b5 event description of the previous report. B4, g3, g6 and h2 have been updated. H6: health effect - impact has been corrected.

Manufacturer narrative:
The investigation for this event is ongoing.

Event description:
As reported by implant patient registry, 6 years and 11 months following a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 valve, the valve was explanted and replaced with a mechanical valve, due to an unknown cause.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, and h2 have been updated.a4, b3, b1, b5, b7, h6: health effect - clinical, device problem, type of investigation, investigations findings, investigations conclusions, h11 have been corrected. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause for calcification is not known, investigation results suggest/indicate patient factors (hypertension, hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, 6 years and 11 months following a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 valve, the valve was explanted and replaced with a mechanical valve, due calcification. Per the medical record, he patient was admitted for tavr explant, repair of aortic root, and explant of the tavr valve. The explanted valve was sent to pathology, where it was found to have calcification.